Event description:
It was reported that both leads had a fracture, no capture at maximum outputs, and increased impedances. The right atrial lead had an increase to 5000 ohms since the interrogation of the device two years ago. The leads were capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.